Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the intelligent shut down power control printed circuit board and the ac power cord assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.